Event description:
The customer reported via phone that the insulin pump has been alarming prime during prime the last couple of weeks. The customer stated the insulin pump is not functioning, it fills, it rewinds and as soon as insulin pump primes the insulin comes out. The insulin pump counts down and starts alarming. The insulin is squirting out during the manual prime process. The customer stated the insulin pump had not been dropped or bumped. The blood glucose was 80mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected prime alarms noted during testing. The insulin pump passed displacement test and rewind test. The motor error alarmed during basic occlusion test due to flush/loose drive support disk. The insulin pump had minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.